Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015, dtba1q1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no sensing, no capture and low impedance. The lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.